Manufacturer narrative:
Analysis of historical records (please also kindly refer to MFR reports 9680825-2016-00015, 9680825-2016-00016, 9680825-2016-00017, 9680825-2016-00018, 9680825-2016-00019 and 9680825-2016-00021). Orthofix (B)(4) checked the internal records related to the controls made on the device code (B)(4) lot 24354719 before the market release. No anomalies have been found. The original lot, manufactured in 2015, was comprised of (B)(4) devices. All of them have already been distributed to the market. According to orthofix (B)(4) historical records, this is the first complaint notified from this specific device lot. Orthofix (B)(4) checked the internal records related to the controls made on the device code (B)(4) lot 24417596 before the market release. No anomalies have been found. The original lot, manufactured in 2015, was comprised of (B)(4) devices. All of them have already been distributed to the market. According to orthofix (B)(4) historical records, this is the first complaint notified from this specific device lot. Orthofix (B)(4) checked the internal records related to the controls made on the device code (B)(4) lot 23914283 before the market release. No anomalies have been found. The original lot, manufactured in 2015, was comprised of (B)(4) devices. All of them have already been distributed to the market. According to orthofix (B)(4) historical records, this is the first complaint notified from this specific device lot. Orthofix (B)(4) checked the internal records related to the controls made on the device code (B)(4) lot 24226977 before the market release. No anomalies have been found. The original lot, manufactured in 2015, was comprised of (B)(4) devices. All of them have already been distributed to the market. According to orthofix (B)(4) historical records, this is the first complaint notified from this specific device lot. Technical evaluation (please also kindly refer to MFR reports 9680825-2016-00015, 9680825-2016-00016, 9680825-2016-00017, 9680825-2016-00018, 9680825-2016-00019 and 9680825-2016-00021) the returned devices, received on february 29, 2016, were examined by orthofix (B)(4) quality engineering area. In particular it was received: (B)(4). All devices were subjected to visual and dimensional check. The visual check evidenced as follows: the wires identified with the letters "a", "b", "c", "d" and "e" presented signs of damaging in correspondence to their end-part. In particular, the wire identified with the letter "c" had the tip broken. The wires identified with the letter "f" and "g" did not show any anomalies. The dimensional check, performed where possible, did not evidence any anomalies. One of the devices involved, the worst case one which is the device "c", was then sent to an external laboratory for chemical, mechanical and failure analysis. The results of the complete technical investigation, performed on the wire "c", evidenced the device conformity to design and product specification. The failure occurred is attributable to a torsional overload. This result is also applicable to the wires identified with the letters "a", "b", "d" and "e" while the wires identified with the letters "f" and "g" did not show any anomalies. They still could function as intended. Medical evaluation (please also kindly refer to MFR reports 9680825-2016-00015, 9680825-2016-00016, 9680825-2016-00017, 9680825-2016-00018, 9680825-2016-00019 and 9680825-2016-00021) the information made available on the case together with the results of the technical investigation were sent to our medical evaluator. Please find below an extract of the medical evaluations performed. (B)(6) 2016: "this is a puzzle. One wire tip was broken during application in an adult male tibia. The photograph shows that the wire has clearly been subjected to a variety of deforming forces. The cause of this is not apparent. Two other wires have blunted tips that would make them unsuitable for use. We need to understand the mechanics of this incident. The records show that more than (B)(4) of these wires have been sold since 2007. There have been no reported breakages before the (B)(4) current reports from this hospital. So there is something exceptional with the case or with these wires. We need more information and must await that". (B)(6) 2016 with the results of the technical investigation: "the external laboratory has confirmed that there are no material abnormalities. The analysis of the broken wire shows clear evidence of torsional overload. The cause of this must have been forces well beyond the design criteria of the wires. This fact, together with the extreme rarity of failure of these wires, confirms that the circumstances of this event must have been caused by exceptional local factors beyond the control of orthofix". Final comments (please also kindly refer to MFR reports 9680825-2016-00015, 9680825-2016-00016, 9680825-2016-00017, 9680825-2016-00018, 9680825-2016-00019 and 9680825-2016-00021) the results of the complete technical investigation, performed on the wire "c", evidenced the device conformity to design and product specification. The failure occurred is attributable to a torsional overload. This result is also applicable to the wires identified with the letters "a", "b", "d" and "e" while the wires identified with the letters "f" and "g" did not show any anomalies. They still function as intended. The medical evaluation evidenced as follow: "the external laboratory has confirmed that there are no material abnormalities. The analysis of the broken wire shows clear evidence of torsional overload. The cause of this must have been forces well beyond the design criteria of the wires. This fact, together with the extreme rarity of failure of these wires, confirms that the circumstances of this event must have been caused by exceptional local factors beyond the control of orthofix". A complete medical evaluation of the case was not performed as some information about the medical procedure was not made available, i.e. Copies of the x-ray images and copies of the operative report. Based on the results of the technical investigation and on the evidences deriving from the medical evaluation, orthofix (B)(4) can conclude that the problem that occurred is not device-related. Orthofix (B)(4) historical records shows that no other notifications have been received in regards to these specific device lots. Orthofix (B)(4) continues monitoring the devices on the market. Please also kindly refer to MFR reports 9680825-2016-00015, 9680825-2016-00016, 9680825-2016-00017, 9680825-2016-00018, 9680825-2016-00019 and 9680825-2016-00021. (B)(4).

Event description:
The information provided by the local distributor indicates: product code: 54-1216 (tl,wire, bayonet, 1.8mm x 400mm). Batch number: 24354719 (x4), 24417596 (x1), 23914283 (x1), 24226977 (x1); please also kindly refer to MFR reports 9680825-2016-00015, 9680825-2016-00016, 9680825-2016-00017, 9680825-2016-00018, 9680825-2016-00019 and 9680825-2016-00021. Quantity: (B)(4). Hospital name: (B)(6). Surgeon's name: mr (B)(6). Date of surgery: (B)(6) 2016. Body part to which device was applied: right tibia. Surgery description: correction. Patient information: male. Problem observed during: clinical use on patient/intraoperative. Type of problem: device functional problem. Event description: wire tip snapped off during insertion (1 of 7) and the other wires off the tray believed to be of the same batch or selected to be sent off for inspection after fault found (6 of 7). The end of the wire (broken fragment) was retrieved from the patient with no problem by a cannulated drill bit, and all other wires on the set were checked before the procedure proceeded. The device failure did not have any adverse effects on patient. The surgery was not completed with used device (different wire was required). A replacement device was immediately available to complete the surgery. The event did not lead to a clinically relevant increase in the duration of the surgical procedure. (B)(4). Please also kindly refer to MFR reports 9680825-2016-00015, 9680825-2016-00016, 9680825-2016-00017, 9680825-2016-00018, 9680825-2016-00019 and 9680825-2016-00021. (B)(4).

Manufacturer narrative:
Analysis of historical records orthofix (B)(4) checked the internal records related to the controls made on the device code 54-1216 lot 23914283 before the market release. No anomalies have been found. The original lot, manufactured in 2015, was comprised of (B)(4) devices. All of them have already been distributed to the market. According to orthofix (B)(4) historical records, this is the first complaint notified from this specific device lot. Technical evaluation the technical evaluation on the returned devices is currently on going. Medical evaluation the information available on the case was sent to our medical evaluator. A preliminary medical evaluation was performed and will be finalized once the results of the technical evaluation will be available. As soon as the results of the investigation will be available, orthofix (B)(4) will provide you with a follow up report. Orthofix (B)(4) continues monitoring the devices on the market. Please also kindly refer to MFR reports 9680825-2016-00015, 9680825-2016-00016, 9680825-2016-00017, 9680825-2016-00018, 9680825-2016-00019 and 9680825-2016-00021.

Event description:
The information provided by the local distributor indicates: product code: 54-1216 (tl,wire, bayonet, 1.8mm x 400mm). Batch number: (B)(4); please also kindly refer to MFR reports 9680825-2016-00015, 9680825-2016-00016, 9680825-2016-00017, 9680825-2016-00018, 9680825-2016-00019 and 9680825-2016-00021. Quantity: (B)(4). Hospital name: (B)(6) surgeon's name: mr (B)(6). Date of surgery: (B)(6) 2016. Body part to which device was applied: right tibia. Surgery description: correction. Patient information: male. Problem observed during: clinical use on patient/intraoperative. Type of problem: device functional problem. Event description: wire tip snapped off during insertion (1 of 7) and the other wires off the tray believed to be of the same batch or selected to be sent off for inspection after fault found (6 of 7). The end of the wire (broken fragment) was retrieved from the patient with no problem by a cannulated drill bit, and all other wires on the set were checked before the procedure proceeded. The device failure did not have any adverse effects on patient. The surgery was not completed with used device (different wire was required). A replacement device was immediately available to complete the surgery. The event did not lead to a clinically relevant increase in the duration of the surgical procedure. An additional surgery was not required. Copies of the operative reports are not available. Copies of the x-ray images are not available. Patient current health condition: not available. Please also kindly refer to MFR reports 9680825-2016-00015, 9680825-2016-00016, 9680825-2016-00017, 9680825-2016-00018, 9680825-2016-00019 and 9680825-2016-00021. (B)(4)